Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 2263934 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Function test (45psi leakage test) is performed on the retained sample of the complaint batch, and the test result is qualified without the complained defect. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was found that the bd intima ii¿ IV catheter prn adapter was cracked causing leakage. The following information was provided by the initial reporter, translated from chinese to english: after the examination, the nurse found red liquid overflowing from the patient's right wrist and bed sheet. It was found that there was a small crack between the extension tube of the indwelling needle and the y-shaped luer connector, which caused part of the flushing saline and the patient's return blood to overflow from the crack to the patient's hand and bed sheet.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was found that the bd intima ii¿ IV catheter prn adapter was cracked causing leakage. The following information was provided by the initial reporter, translated from chinese to english: after the examination, the nurse found red liquid overflowing from the patient's right wrist and bed sheet. It was found that there was a small crack between the extension tube of the indwelling needle and the y-shaped luer connector, which caused part of the flushing saline and the patient's return blood to overflow from the crack to the patient's hand and bed sheet.